Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with both seals removed. Top and bottom cases were in excellent condition with no visible contamination. Check syringe plunger sensor and force sensor test found in the event history log (ehl). A power up and syringe test was performed. The reported problem was duplicated during the syringe test process and during power up process. Steady state reading of the force sensor (with no pressure on it). The root cause of the issue was due to the customer must have worked on the plunger head assembly. Damage /incorrect assembly found inside plunger head due to customer. Replaced plunger board and plunger cable. Re-calibrated the force sensor. Performed power up and self test process.

Event description:
It was reported that the syringe detection was not working. The error sensor can't be calibrated. No patient injury was reported.